Event description:
It was reported that stent damage occurred. The target lesion was located in the semi-calcified proximal right coronary artery. A 3.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and patient status was stable. It was further reported that the lesion contained 70% stenosis and was mildly tortuous.

Event description:
It was reported that stent damage occurred. The target lesion was located in the semi-calcified proximal right coronary artery. A 3.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.